Event description:
It was reported when using the bd saf-t-intima¿ IV catheter safety system, the device experienced a needle through the catheter. The following information was provided by the initial reporter. The customer stated: when the employee was going to remove the mandrel from the needle, the needle was found exteriorized, and it hit the employee's arm. There was no injury, and no continued lesion either. The skin has remained intact. Sample is not available. Was the rotation of white safety shield performed? Or was issue noticed prior that moment? Yes, it was. By "mandrel", do you mean the needle cover? If not, what component is? Yes. When the needle was removed, the two layers were glued and the needle tip unprotected.

Manufacturer narrative:
Phone #: (B)(6). Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. There are currently manufacturing controls in place to prevent this failure type during production. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.